Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a urinary tract infection while using the catheter. The patient reported that the catheters were re-sterilized. It is unknown at this time if medical treatment was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.(B)(4).

Event description:
It was reported that the patient experienced a urinary tract infection while using the catheter. The patient reported that the catheters were re-sterilized.

Manufacturer narrative:
The device was not returned for evaluation. However, based on the event description, the reported event was confirmed as use-related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "indications for use: indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury , illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions, urinary tract infection, bleeding from the urethra, irritation of the urethra. Instructions for intermittent catheters: wash your hands thoroughly with soap and water. Remove catheter from the pack. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra. When urine stops flowing, remove catheter from urethra. Dispose of catheter in accordance with local rules and regulations. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician." (B)(4). The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection while using the catheter. The patient reported that the catheters were re-sterilized. It is unknown whether medical treatment was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that as a result of using the device, the patient has experienced a urinary tract infection. The patient also noted that the catheters were re-sterilized.